Event description:
It was reported that a pico device has caused blistering around the umbilical.

Manufacturer narrative:
Additional information: as of today, device return has been requested for this complaint but has not become available. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint. A device history record review could not be carried out as a batch or serial number was not provided. Due to the nature of this complaint, the issue was referred to a clinical specialist for an opinion. The clinical specialist concluded as follows. This is a complaint from new zealand, reporting an adverse skin reaction from a pico device. One photograph was submitted with the complaint which shows a simple fluid filled bullae however no patient specific medical records. Several attempts have been made to obtain clinical/medical documents to no avail. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should the device or more information become available then this complaint can be re-assessed. These bullae are common around surgical incisions and can occur independently from the negative pressure wound therapy dressings and therefore a direct connection with this complaint and the pico device cannot be concluded.